Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: cath lab lead tech. H4: device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: after a coronary cath procedure the tr band was placed in the cath lab and 15cc of air was inject; however, when the patient reached the holding room (7-10 minutes), the band lost all air and was deflated. It was unknown where the leak was coming from. There was no bleeding from site, and the tr band was removed. No one had let air out of the band from when the band was applied on the table. The patient was stable and discharged home with no issues. No bleeding or hematoma was noticed at site. There was not any noticeable damage to the device. The device was not manipulated in any way. The product was stored on the shelf in cath lab, they store all the bands there and this is the first time they have noticed this.